Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown knee implant was reported. The event was confirmed via medical review of the received medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a patient who underwent a total knee arthroplasty in 2011 and subsequently underwent revision surgery in 2023 for loosening of the tibial component. He subsequently became infected and a debridement with polyethylene exchange was carried out approximately six months later. Confirmation of event: I can confirm that the patient had a revision of his knee arthroplasty due to loosening of the tibial component with a hinge prosthesis and I am also able to confirm that he underwent another revision for infection with debridement and exchange of polyethylene components since I was able to review the operation reports. I have no direct knowledge of the original knee arthroplasty. Root cause analysis: the root cause of loosening of a tibial hinge component as well as subsequent infection of the knee arthroplasty cannot be determined with certainty. Causes of loosening include surgical technique, especially in the preparation of the bones, the cementing technique and local host bone factors. Other causes contributing can be the patient's activity level and bmi. Causes of infection six months after a revision are also multifactorial including possible contamination at the time of revision, the possibility of wound drainage and subsequent seeding of the wound is possible as well as seeding of the knee from a remote source. Patient factors include general health factors and bmi. Given the information I received, I would not assign any causality to the implants themselves." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening of the tibial component. A review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a patient who underwent a total knee arthroplasty in 2011 and subsequently underwent revision surgery in 2023 for loosening of the tibial component. He subsequently became infected and a debridement with polyethylene exchange was carried out approximately six months later. Confirmation of event: I can confirm that the patient had a revision of his knee arthroplasty due to loosening of the tibial component with a hinge prosthesis and I am also able to confirm that he underwent another revision for infection with debridement and exchange of polyethylene components since I was able to review the operation reports. I have no direct knowledge of the original knee arthroplasty. Root cause analysis: the root cause of loosening of a tibial hinge component as well as subsequent infection of the knee arthroplasty cannot be determined with certainty. Causes of loosening include surgical technique, especially in the preparation of the bones, the cementing technique and local host bone factors. Other causes contributing can be the patient's activity level and bmi. Causes of infection six months after a revision are also multifactorial including possible contamination at the time of revision, the possibility of wound drainage and subsequent seeding of the wound is possible as well as seeding of the knee from a remote source. Patient factors include general health factors and bmi. Given the information I received, I would not assign any causality to the implants themselves." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported a revision of right knee due to wear, loosening and infection. This pi is for loose tibial component. As per medical review: patient underwent a total knee arthroplasty on or about (B)(6) 2011. He subsequently had to undergo revision surgery with explantation on (B)(6) 2023. At that time the patient's diagnosis was "failed right total knee arthroplasty." The femur was well fixed and the tibial was loose. The surgeon stated he could not remove the tibia without removing the femur and elected to perform a revision using a hinged prosthesis.